Event description:
It was reported that preimplant, patient was supported by intra-aortic balloon pump (iabp) at 1:1 and full augmentation. Pulmonary capillary wedge pressure (pcwp) upon admission on (B)(6) 2024 was 35 while on inotropes, which led to iabp placement. Post heartmate 3 (hm3) insertion, the patient experienced vasoplegia with mean atrial pressure (maps) 45-65 and ventricular assist device (vad) flows were hovering around 2.8 litter per minute (lpm) after coming off bypass with 6 of dobutamine, 12 of epinephrine, 0.06 vasopressin, inhaled nitric oxide, and product red blood cell (prbc) transfusion. Anesthesia was continued to provide boluses of epinephrine with intra-aortic balloon pump (iabp) on 1:1 and full augmentation while maps remained less than 70 and persistent low flow alarms with flows less than 2 lpm. Decision was made to proceed with impella rp flex. Vad coordinator engaged the extended silence alarm button prior to transferring the patient to bed from operating room table. Maps dropped to 39, when vad speed was set to 3900 revolutions per minute (rpm) temporarily. The system controller alarmed on batteries about 7min later and it was unclear if the silence alarm button had been pressed. The system controller was then reconnected to the power module to re-establish the extended silence until the right ventricular assist device (rvad) could be placed. The patient did not have right heart failure pre-lvad implant. It was believed that the device related issue caused or contributed to the right heart failure. The vad coordinator ensured no one touched the controller and had it within view until the controller audibly alarmed again for low flow hazard. Log files was sent to determine why the extended silence was not effective. The patient was emergently taken to catheterization lab and an impella rp flex was placed. After deployment of rp flex, rvad was set to p-8 and 3 lpm with heartmate 3 at 4700 rpm, 2.8 lpm, pulsatility index (pi) 3.0 and 3.1 watts. Swan was replaced, and the patient was transferred to intensive care unit (ICU) in critical condition. The alarms occurred while on batteries resolved with a chest opening. Since patient's flow was hovering around the 2.5 lpm low flow threshold. Center requested low flow software upgrade on backup system controller. The patient was in recovery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, bleeding, and vasoplegia could not be conclusively established through this evaluation. Additionally, the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative. A specific cause for these events could not be conclusively determined though this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.